Event description:
A distributor reported a malfunction alarm, identified by code "malf 0" which indicated a software error. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support assisted the caller by providing instructions to reset the pump, resolving the issue without further complications. No additional information was provided regarding the patient's age or gender, and it is unclear if the device is being returned.